Event description:
Customer reported a pump failure, and the individual was hospitalized for 48 hours. Customer declined follow up from tandem technical support. No additional information was provided.